Manufacturer narrative:
The information previously reported in the second supplemental report under regulatory report #2021898-2018-00068 pertains to the event captured in regulatory report #2021898-2018-00260. Any further information received will be captured under the latter regulatory report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient normally wore an aluminum plate to shield their device from magnetic interference; however, while at the mall, the staff informed them that wearing such a device would be construed as a shoplifting attempt (concealing merchandise security tags from the mall's sensors), and they asked them to remove it. The patient entered a furniture section where portal magnetic tag detectors which were carefully concealed to look like advertising displays were used and didn't spot them until they had already gone through them. It was noted that to enter the furniture section, the customer must first transit the electronics displays which are loaded with magnetically charged devices. They went straight through because they were now stuck in the store with no shielding for their device so they exited the store immediately. An hour after the event, the patient began feeling unwell but dismissed it as exhaustion from walking in the sun. The condition worsened by the morning of (B)(6) 2018 where they experienced headache, loss of balance, and memory loss. By (B)(6) 2018, the condition had worsened yet again to include headache (level 3 on a 10 point scale), feeling constriction in the skull, gait disturbance, memory and balance loss, and some level of confusion. It was noted their device had clearly been disabled by the magnetic interference. Now prior to entering the mall, they had their device checked. It was stated the 0.5 setting was good, and the patient experienced no headaches, memory and balance issues, or skull constriction in the week prior to entering the mall. The patient ate a emergency supply of acetazolamide but with little effect. The patient's status was stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via a manufacturer representative (rep) that they were admitted to the hospital on monday with hydrocephalus symptoms. The nurse told the patient that their valve/shunt was "singing crazily" between a 0.5 setting and a 2.5 setting so the device was reset. The patient confirmed that they have not had an MRI or gone near a scanner; they believed there was something in their house that was de-magnetizing the valve/shunt.

Manufacturer narrative:
Device and patient information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient¿s ventricles remained dilated in mid-(B)(6) 2018 and they wanted to improve the device performance. When the valve reading was going between 0.5 and 2.5, it was unknown what setting that valve was reset to. Following the incident, the was no further confirmation of any persistent hydrocephalus symptoms and the hospital did not report an issue with the device.